Event description:
A 459 gram infant placed in versalet. Versalet would not heat infant. Continued to alarm "infant under temp" but there was no heater output. Information given to draeger representative in face to face meeting on 07/11/2007.